Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for infusion of intrathecal morphine to treat pain. The hcp could not perform a telemetry reading on the device. The device was explanted in 1999 and returned to the MFR for analysis.